Event description:
Boston scientific received information that the patient with this device system was presented in the emergency room after receiving two inappropriate shocks for noise. No inhibition of pacing was reported. A revision procedure was performed. The device was explanted. During removal from the device pocket, the device header was noted to be aggressively handed and no noise could be created. The right ventricular (rv) lead and right atrial (ra) lead were extracted. Noise was recreated on the rv lead with manipulation. The rv lead outer insulation degraded distal to the yoke. During the extraction procedure, the left subclavian vein was torn. Pressure was held and no adverse patient effects were reported as a result. The patient was to stabilize the next few days, then a new device implant procedure was to be performed.

Manufacturer narrative:
The lead was noted to be sent to the pathology laboratory, therefore, it was unknown if product return would occur. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.